Event description:
Same case as MDR ID# 2134265-2012-02377. It was reported that during a percutaneous intervention procedure, a balloon rupture occurred. The 80% stenosed target lesion was located in the severely calcified and moderately tortuous distal femoral artery. The 4.0 x 100mm x 150cm coyote otw balloon catheter was inflated to nominal pressure, and ruptured. The device was removed intact. The physician then introduced a 4.0 x 20mm x 150cm sterling mr balloon catheter and inflated to nominal pressure, and it ruptured. The device was removed intact. The procedure was completed with an unspecified mustang balloon catheter. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID# 2134265-2012-02377. It was reported that during a percutaneous intervention procedure, a balloon rupture occurred. The 80% stenosed target lesion was located in the severely calcified and moderately tortuous distal femoral artery. The 4.0 x 100mm x 150cm coyote otw balloon catheter was inflated to nominal pressure, and ruptured. The device was removed intact. The physician then introduced a 4.0 x 20mm x 150cm sterling mr balloon catheter and inflated to nominal pressure, and it ruptured. The device was removed intact. The procedure was completed with an unspecified mustang balloon catheter. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.: the sterling catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen of the catheter. Magnified inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 2 mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).